Event description:
Procedure type: sleeve gastrectomy. As reported in literature: from 01/2008 to 02/2009, four patients experienced a postoperative leak (5.33%). These four postoperative leaks developed between pod 11 and pod 35 and required some procedural intervention. There was one subphrenic hematoma that developed in a pt. Pt from the seamguard reinforcement group experience a postoperative leak on pod 11, treatment: reoperation for laparoscopic lavage and drainage, placement of endoscopic stents; outcome: complete fistula healing was reached on pod 15.

Manufacturer narrative:
(B)(4).